Event description:
It was reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Updated information received via returned product. Visual inspection of the tibial plate identified scratches and scuffs on both the proximal and distal surfaces of the implant. Gouges were identified on the anterior edge, likely the result of removal. Dimensions were found conforming to print specifications where measured. A definitive root cause cannot be determined.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported during the revision surgery that the tibia was found to be "grossly loose with virtually no cement adhering to the implant", but this cannot be confirmed. In returned x-ray in ml view, the tibial plate appears to have subsided posteriorly. The package insert states that loosening is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.